Event description:
It was reported a patient underwent an eye surgery on (B)(6) 2025 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned to ethicon for evaluation. One folder packet with two suture piece, and two detached needles insert in the foam park outside the foil were received for analysis. The product code is double-armed. Upon initial inspection of the returned sample, the closure channel area was noted as expected. During the inspection of the suture pieces, it was observed that two ends of the strands were cut probably by a surgical instrument. And the other extreme of the sutures, the insertion mark could be noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.